Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route was not reported). The outcome of the peritonitis event was unknown. It was not known if the patient was retrained in proper aseptic technique or if pd therapy was ongoing. No additional information is available.